Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) no anomalies found. Full lead returned and analyzed. Additional findings of helix distorted/bent, blood in/on helix mechanism (sleeve head), blood in/on helix mechanism and damaged at implant. (B)(4) no anomalies found. Full lead returned and analyzed.

Event description:
It was reported that during the implant procedure, the helix of the right ventricular lead was unable to properly deploy and retract, the lead was not implanted and was replaced. The right atrial lead was not able to be implanted due to a tight take-off in patient's cephalic vein and was replaced. No patient complications have been reported as a result of this event.